Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet bionic pancreas, with a nadir of 66 mg/dl lasting approximately 30 minutes, during which the device provided low and urgent low alerts and the user contacted support to discuss potential causes. Symptoms included shakiness, anxiety, blurry vision, and hunger. Outcomes included self-treatment with oral glucose without the need for assistance or professional medical intervention, and no hospitalization. Investigation included customer service troubleshooting and education regarding potential contributors to hypoglycemia and device alert functionality. Investigation of this case revealed an adverse event of hypoglycemia with cause unclear and no device malfunction identified based on user-reported normal glucose at the time of the call and effective device alerting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.